Event description:
The customer portal imaging system was upgraded to iviewgt r3.4. During training, it was discovered that some software features were not present. The previous r3.4 software installation had not been fully completed and the second disk had not been loaded. Customer was notified of the situation and a temporary solution was implemented.

Manufacturer narrative:
During training for the upgrade, it was observed by the trainer that a particular feature did not function correctly, therefore the customer had not been attempting to use it. Information from the customer shows that in this instance, the customer's method of working was not affected due to the incomplete software upgrade. There was no opportunity for mistreatment to patient since all of the software functionalities were operatable.